Event description:
It was reported the clip could not be removed from the clip device. This occurred during a hemostasis procedure. The procedure was completed with a device of another manufacture. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.